Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that while using an ophthalmic system priming initially failed, but after removing and reinserting the ophthalmic cassette the system primed successfully. A few minutes into the surgery, the fluid-level reading dropped unexpectedly. The display first showed 40 milliliters, then decreased further to 20 milliliters. After replacing the balanced salt solution (bss) with a full 500 ml bag, the machine displayed only 290 milliliters, indicating it was still not correctly detecting the new bag. The bag removed from the machine still contained more than 150 milliliters. When preparing to use the laser, it failed to activate. The surgery was completed on the same day using another system without any patient harm. Procedure details have not been provided. Additional information has been requested but is not available at the time of this report.